Manufacturer narrative:
No button error alarm noted. Insulin pump down arrow button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that when she woke up, she was very sweaty due to her low blood glucose level. Customer thinks that the pump might have been exposed to moisture from her sweat. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.